Manufacturer narrative:
The lens was returned with a used company cartridge and an unused company cartridge for the same lot number. The lens was returned adhered to the underside of the lens case lid. Viscoelastic and possibly blood were observed dried on the lens. The lens had been cut into two pieces, typical of a removal. One haptic was broken-gusset area (returned). The lens was cleaned with klrp. Both optic portions have stutter type scratches along the peripheral of the posterior surface. The returned used company cartridge was evaluated. Viscoelastic was observed in the cartridge. There was an aneurysm on the bottom right side of the tip. The cartridge had evidence of hp placement. The used company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The returned unopened company cartridge was evaluated. The company cartridge was microscopically examined with no damage or abnormalities observed. The cartridge was functionally tested per the instructions for use (IFU). No lens or cartridge damage was observed after the lens delivery. The company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. A qualified handpiece and cartridge were used. The viscoelastic was not provided. It is unknown if a qualified product was used. The reported lens damage was observed. The lens had parallel stutter scratches on the posterior surface near the peripheral edge. This type of damage is known to occur with rapid advancement and/or with inadequate viscoelastic in the cartridge. The returned used cartridge had an aneurysm on the bottom of the tip. This type of damage may occur if the lens and plunger are not in acceptable positions for advancement. Top coat dye stain testing was conducted with acceptable results. The returned unopened company cartridge was functionally tested with no lens are cartridge damage observed after the lens delivery. Top coat dye stain testing was conducted with acceptable results. It is unknown if a qualified viscoelastic product was used. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with viscosurgical device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company intraocular lens (iol) to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non health care professional reported that during surgery, they have noticed two parallel scratches through the center of the optic approximately 2mm apart after injected into the eye. Subsequently the lens was removed during initial procedure and completed with another lens. Lens was successfully implanted in the patient and case was completed as planned. There was no impact to the patient. Additional information has been requested.

Manufacturer narrative:
The lens was returned with a used company (d) cartridge and an unused company (d) cartridge for the same lot number. The lens was returned adhered to the underside of the lens case lid. Viscoelastic and possibly blood were observed dried on the lens. The lens had been cut into two pieces, typical of a removal. One haptic was broken-gusset area (returned). The lens was cleaned with klrp. Both optic portions have stutter type scratches along the peripheral of the posterior surface. The returned used company (d) cartridge was evaluated. Viscoelastic was observed in the cartridge. There was an aneurysm on the bottom right side of the tip. The cartridge had evidence of hp placement. The used company (d) cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results for the presence of top coat. Missing areas of coating were observed on the sides of the nozzle. The returned unopened company (d) cartridge was evaluated. The company (d) cartridge was microscopically examined with no damage or abnormalities observed. The cartridge was functionally tested per the IFU. No lens or cartridge damage was observed after the lens delivery. The company (d) cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results for the presence of top coat . Missing areas of coating were observed on the sides of the nozzle. Product history records were reviewed and documentation indicated the product met release criteria. A qualified handpiece and cartridge were used. The viscoelastic was not provided. It is unknown if a qualified product was used. The reported lens damage was observed. The lens had parallel stutter scratches on the posterior surface near the peripheral edge. The used company (d) cartridge returned for this complaint was observed to be molded using the cavity 173 mold tooling at the vendor. Upon evaluation of the sample, the cartridge was observed to have missing coating inside the lumen of the cartridge, which can result in lens damage during delivery. The missing coating was caused by a mold attribute inside the lumen. This mold attribute was discovered during an internal review, and all product manufactured with cavity 173 company d cartridges were placed on hold as part of that investigation. However, a cavity mix occurred at the supplier, resulting in cavity 173 cartridges being inadvertently released within a cavity 175 batch. The root cause for the mold attribute on the lumen of the cartridge was an anomaly on the mold tool core pin used to manufacture the cartridge that transferred to the plastic during the molding process. The root cause of the cavity mix was determined to be inadequate line clearance / process controls at the molding vendor packaging operation. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.